Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. According to the event description the ceramic insulation at the distal end of the inner sheath has broken off. It is very likely that a vertical crack occurred before the insulation part broke off. However, it cannot be determined with certainty, whether the inner sheath had been previously damaged during reprocessing without parts breaking off immediately or the damage occurred during the procedure. The cause of this damage is most likely thermal and mechanical overload by the application of excessive force like impact, fall, shock or similar stress. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a transurethral resection in saline (turis) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell inside the patient¿s bladder. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided and there was no report about an adverse event or patient injury.